Event description:
The customer's mother reported a blank display after the insulin pump was dropped by her son. Troubleshooting was performed, and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.